Manufacturer narrative:
(B)(4).

Event description:
It was reported "it has come to my attention that this lot is faulty. The physician attempted to use six kits, and all resulted in the issue: the guidewire when pulled out, pulls out the whole catheter.". Additional information from the nurse indicated that multiple attempts were made on various arterial lines, including axillary, femoral, and radial, but the guidewire could not be threaded. Initially, it was thought that this issue was due to the patient having peripheral artery disease (pad); however, the problem has occurred with numerous patients. In cases where the guidewire was successfully threaded, it could not be removed, as it became stuck in the patient. Additionally, the guidewire would get stuck in the artery along with the needle, and upon removal, it was consistently found to be bent. There have been no reported medical conditions or interventions resulting from the use of these kits. The associated emdr report numbers are 9680794-2025-00153, 9680794-2025-00158, 9680794-2025-00164, 9680794-2025-00163, 9680794-2025-00162, 9680794-2025-00161, 9680794-2025-00159 and 9680794-2025-00157.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch 14p24c0187 to address the issue of a visual defect on the catheter extrusion. Despite this finding, it cannot be determined if this failure is the same defect involved with this complaint without the sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it has come to my attention that this lot is faulty. The physician attempted to use six kits, and all resulted in the issue: the guidewire when pulled out, pulls out the whole catheter.". Additional information from the nurse indicated that multiple attempts were made on various arterial lines, including axillary, femoral, and radial, but the guidewire could not be threaded. Initially, it was thought that this issue was due to the patient having peripheral artery disease (pad); however, the problem has occurred with numerous patients. In cases where the guidewire was successfully threaded, it could not be removed, as it became stuck in the patient. Additionally, the guidewire would get stuck in the artery along with the needle, and upon removal, it was consistently found to be bent. There have been no reported medical conditions or interventions resulting from the use of these kits. The associated emdr report numbers are 9680794-2025-00153, 9680794-2025-00158, 9680794-2025-00164, 9680794-2025-00163, 9680794-2025-00162, 9680794-2025-00161, 9680794-2025-00160, 9680794-2025-00159 and 9680794-2025-00157.